Event description:
Boston scientific received information that this right atrial (ra) lead exhibited varying impedances with some measurements being out of range and oversensing of non-physiologic noise. An x-ray noted that the lead had a 90 degree bend in it thus a lead fracture was suspected but not confirmed. No adverse patient effects were reported. As of today the lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.